Manufacturer narrative:
It is unable to be determined how the large foam piece, which was wider than the inside diameter of the endotracheal tube, was able to be pulled from the device and end up in the tube.

Event description:
It was reported that while performing routine suction, the rn was unable to advance the suction catheter in the ett tube. The patient began coughing and had increased heart rate and bp. Respiratory was called and patient was extubated. A foam piece approximately 3 cm x 1.0 cm x 0.4 cm was found to be obstructing the 7.0mm ID ett. It was determined to be the foam bumper from the anchorfast oral endotracheal tube fastener. Patient was successfully re-intubated.